Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected and confirmed a tear in the silicone housing and around the siphon guard. It was also noted that a small dent in the siphon guard was seen. Although it is not possible to determine the exact root cause for the damage, it might be possible that a sharp object coming into contact with the silicone housing and touching the siphon guard could have damaged the device, but this however could not be determined. A review of the history device records confirmed that the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that after a shunt revision, the patient was presented with nausea and vomiting and was found to have a visible subcutaneous fluid pocket. A CT scan showed the valve to be separated. The device was removed and it was found that the silicone housing was torn between the valve and the siphonguard portion. As a result, a new valve was implanted in patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.